Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that the physician used a visi pro stent but that it bent in the "luncher". No patient injury was reported. It is unknown how the patient was treated. Evaluation summary: the visi-pro stent delivery system (sds) was received for evaluation without any ancillary devices but there was a compact disc with cine images from the procedure. The stent was still on the balloon chamber and was well-centered but the proximal strut layer exhibited a folded over hooped strut and a folded non-hooped strut. The rest of the stent was relatively undamaged. (B)(4).